Manufacturer narrative:
The reported events of low pacing lead impedance and high capture threshold were not confirmed. Final analysis found a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular lead exhibited low pacing impedance and high capture threshold. The lead was removed and replaced. The patient was stable.